Manufacturer narrative:
A siemens customer engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample syringe and base pump. The cse recalibrated the system, after which patient samples resulted as expected. The cse replaced the acid pump and adjusted probe bottoms. The customer ran samples between the two analyzers and the results matched. The system passed calibrations and quality controls. The cause of the discordant, (B)(6) results is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on two patient samples on an advia centaur xp instrument. The sample for patient 1 resulted (B)(6) on initial run and was not reported to the physician(s). The sample was repeated two times on the same instrument, resulting (B)(6) . The sample was then repeated on an alternate advia centaur instrument, resulting (B)(6) . It is unknown if the corrected result was reported to the physician(s). The sample for patient 2, initially resulted in the retest zone. The sample was then repeated two times on the same instrument, resulting (B)(6) . The discordant results were not reported to the physician(s). The sample was then repeated three times on an alternate advia centaur instrument resulting (B)(6). It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.